Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper case and side bail covers were broken, the lower case was broken and contaminated, the battery release and lead flex cover were contaminated, the battery contacts were compressed, the keyboard scratched and the main printed circuit board was out of specification electrically. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench analysis found that a capacitor failed in-circuit testing. Battery removal test failed. After a capacitor component was replaced, the battery removal test passed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure.